Event description:
It was reported that the patient presented with a spinal headache on (B)(6)2010. The surgeon decided to remove the old catheter and close that intrathecal tract "since they could not get it closed up enough to stop leaking" and then placed a new catheter inside a new intrathecal tract (entry below the previous one). There were no concerns for problems with the catheter. The patient was on a flex dose that totaled 950mcg/day and was getting great results, just had a bad headache whenever she sat up. The new catheter was placed higher at c6 based on the patient's request. (The previous placement was around t1, c7). It was noted that once the catheter was in the c-spine, it kept bending back down. They pulled back on the catheter and re-threaded it up to c6. After the revision, the patient began experiencing worsening of her spasticity. She began to have positional efficacy. She did well sitting up and "tightened up" when lying down. The patient was brought in for a revision on (B)(6)2010. They saw great flow and decided that since they only replaced the intrathecal portion last time that they would replace the proximal portion. The patient was still experiencing issues with positional efficacy after the second revision. She was titrated up and placed on simple continuous at a rate of 1250mcg/day. The patient was brought in for another revision on (B)(6)2010 with the assumption that "the issue was due to a tissue formation in the c-spine that was closing off flow when the patient was lying down and opening up when the patient was sitting." They replaced the intrathecal portion and connected it to the recently placed proximal portion. When the device system was disconnected in the back, there was nice flow from the intrathecal catheter. There were no issues placed on the catheter, just concerns with the tip placement. The new catheter was placed in t1. It was later reported that the medication in the pump was 2000 mcg/ml lioresal with a dose of 950 mcg/day. A csf leak was confirmed. The cause of the event was leaking from the catheter entry into the dura. The patient outcome was noted as "had to be revised a third time and is doing well".

Manufacturer narrative:
(B)(4)